Manufacturer narrative:
The field complaint that the transmitter was popping and exploding could not be verified. During analysis, the visual inspection revealed no physical damage to the unit. The unit was plugged into a working ac electrical outlet and powered on successfully. The unit proceeded to boot up to tower, which is considered normal behavior for a transmitter. The unit passed all the following functional tests. The transmitter and power adapter were disassembled and internally inspected for signs of arcing or burning, but no signs were found. No anomalies found at the time of analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a spark came from the transmitter was observed. The device would be replaced. No patient consequence was reported.